Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri52 implantable pacing lead (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary- the full lead was returned in segments, analyzed and analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. Analysis comments revealed the stylet was removed from the leadwithout difficulty. The helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters.

Event description:
It was reported that during an implant attempt, the right ventricular (rv) lead was positioned and then dislodged. The lead was repositioned and the physician was unable to remove the stylet from the lead. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.